Manufacturer narrative:
(B)(4). Unit had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, broken reservoir tube lip, missing o-ring reservoir tube, reservoir tube cracked, and cracked lcd window. Test reservoir did not lock in place.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 182 mg/dl at the time of the incident. Customer stated during a doctor visit, the doctor noticed a crack at the reservoir compartment. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.